Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient's demographics was not provided. Report _ 4 of 13.

Event description:
It was reported that multiple pump modules have being alarming with "channel errors". The pumps are being sent from the nursing units to the biomedical engineering department where it is found that the alarms are for channel error 240.4150.0. This seems to happen to the pumps with old pressure sensors. There was no specific patient event information provided.

Event description:
It was reported that multiple pump modules have being alarming with "channel errors". The pumps are being sent from the nursing units to the biomedical engineering department where it is found that the alarms are for channel error 240.4150.0. This seems to happen to the pumps with old pressure sensors. There was no specific patient event information provided.

Manufacturer narrative:
The customer¿s report of channel errors (240.4150.0) was confirmed on all returned devices after review of the logs and testing during the investigation. Log analysis results confirmed returned devices experiencing errors associated with error code 240.4150.0. A total of 10 devices were identified with faulty bottle side pressure sensors and an additional device exhibited intermittent pressure sensor issues. One pump module was identified with a failed patient side pressure sensor. Testing also identified pump module (s/n (B)(4)) intermittently failing, exhibiting a channel error 240.4150.0 during a test infusion, however passing the analog sensors test. Pump modules passed testing when replaced with a good known pressure sensor, confirming a malfunction with the original sensor components. The proximate cause of the failed pressure sensors is likely related to faulty internal sensor circuits. A contributing factor has shown to be an issue related to excessive force applied to the sensor during clinical operation or handling.